Event description:
During an esophagogastroduodenoscopy (egd) with esophageal dilation, the physician used a cook hercules 3 stage esophageal balloon. After the balloon was inflated it began leaking at the location where the balloon connects to the catheter. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: during a visual examination of the product said to be involved, we confirmed the balloon is in the deflated position and does not show any evidence of noticeable damage. The catheter tubing does not exhibit any stretched or damaged areas. During a functional eval, a cook quantum inflation device filled with water was used to inflate the balloon. The balloon inflated properly. A visual examination of the inflated balloon dilator confirmed the presence of a small hole in the balloon material. The hole is located near the proximal end of the dilation balloon. A small and steady stream of water exits the balloon at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. The inflation device was used to deflate the balloon, removing the water from the balloon dilator. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: the reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to a hole in the balloon material is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to a hole in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer qa will continue to monitor for complaint trends.